Event description:
It was reported that the pump displayed a ¿check syringe plunger error sensor¿ during start-up. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the plunger gear flippers were not aligned correctly. The gears were aligned to fix the issue.